Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/15/2024, it was reported by a sales representative via email that the pec button from an ar-2372blo knotless ac tightrope was loose on the end of the inserter. The stylet was tightened before insertion, but the button fell off. The ar-2372blo knotless ac tightrope was taken to the back table and attempted to be reloaded without success; this delayed the case. A second ar-2372blo knotless ac tightrope was opened and once the button was passed the clavicle, it fell off. The case was completed using a third ar-2372blo knotless ac tightrope. This was discovered during a ac joint repair procedure on (B)(6) 2024. Additional information requested.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, including the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex concluded that the cause of the reported failure was a user error due to improper surgical technique. The complaint allegation was not confirmed. The device was not received for evaluation, and the customer¿s attached picture does not provide evidence of the failure.